Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Air emboli is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should also be noted that per IFU, the user is instructed to: de-air the dilator, then close the stopcock and rotating hemostatic valve. Based on the information reviewed, it appears that the air embolism was likely the result of inadvertently leaving the stopcock open. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as air was observed in the left atrium, requiring aspiration. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the left atrium without reported issues. Air was then noted in the left atrium (la) and the clip introducer stopcock was observed open although no leaking was observed. As treatment for the air embolism, additional aspiration was performed in the la. The cds was removed from the steerable guide catheter (sgc). Two other mitraclips were implanted, without reported issues, reducing the mr to grade 1 (trivial). The mean pressure gradient was 4mmhg and troponin was slightly increased. Per physician, the elevated troponin was not a serious event and no treatment was provided due to the troponin. Reportedly, the patient was in stable condition. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.